Event description:
It was reported the lead was removed due to infection. No further patient complications were reported. Infection reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Outer insulation breached (clavicle-rib crush), distal conductor had blood/body fluid (not obstructed), proximal conductor had blood/body fluid (not obstructed), outer insulation had white substance and cosmetic depression, blood in/on helix/lobe mechanism.